Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient has developed a small scab over the inferior-posterior border of the subcutaneous implantable cardioverter defibrillator (s-ICD). The physician believed the scab may have indicated an infection. Boston scientific technical services (ts) discussed continuing to watch the area for progression of the scab or healing. It was noted that the patient is of a skinny build and active. The s-ICD and electrode remain in service and no additional adverse patient effects were reported.